Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fenestrated bipolar forceps clamp is reported to be in place since the doctor was dissecting and cutting the dome of the uterus after removing the adhesions it had. While performing this cutting and coagulation process, it is detected that the wires of one of the pins in the clamp joint had burst, so the clamp stopped working. It is reported that with nursing and biomedical staff present, an additional clamp is requested to finish the procedure. The procedure was completed with no reported injury.